Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a low impedance measurement due to guidewire being stuck inside the lead. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.